Manufacturer narrative:
Continued h6: f2201, f2303. A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture, baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture¿, ¿capsular contracture, baker grade unknown¿, and "altered lymph nodes". Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Adhesion: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "rupture, capsular contracture, chronic inflammation", and "altered lymph nodes". The pathology report noted ¿striated skeletal muscles included¿. The baker grade is unknown. Physician reported rupture diagnosed by ultrasound. The device has been explanted.